Manufacturer narrative:
Investigation conclusion: the reported low speed alarms were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2018 at 12:46:22 to (B)(6) 2019 at 11:21:33, per the timestamp. Low speed alarms recorded on (B)(6), beginning at 00:05:15, while the system was supported with the mobile power unit (mpu). No other notable alarms were recorded in the log file. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed alarms cannot be conclusively determined through this evaluation. The patient remains ongoing on (B)(4) and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on ddmmyyyy. It was reported that low speed alarms occurred on (B)(6) 2018 ,and patient was advised to only use battery power and not mobile power unit (mpu) until a power module and ungrounded power module cable could be obtained. Vad clinic did not have any power modules available for the patient. Patient again observed low speeds but states had started using mpu again. Patient denies any alarms on battery power. Technical services reviewed the submitted log files, and pump decelerations were confirmed. It was reported that patient was being worked up for transplant prior to driveline issues. Patient was given an ungrounded power module cable. No additional information was provided.